Event description:
A consumer reported that her daughter was diagnosed with a bacterial infection following use of this product. She stated that her daughter experienced itching and bloodshot eyes and was treated for an infection and the symptoms resolved. She stated that her daughter also changed to a different brand of solution that works fine.

Manufacturer narrative:
Eval summary: the complaint device was not rec'd for eval. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested by mail on 08/24/2010 and by phone on 09/13/2010. A complete questionnaire has not been rec'd. (B)(4).